Event description:
During laser treatment with biolitec machine (by company representative)-he stated that the tip of the sidefiber assembly, broke off -just a tiny piece. The surgeon stated that this sometimes happens and it is either sucked out or the patient will urinate it out. Exam was done with cystoscope after laser procedure.